Event description:
It was reported that the patient experienced an infection that was likely introduced at device implant. The entire system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.